Event description:
Healthcare professional additionally reported ¿extracapsular rupture", ¿echogenic images in a snowstorm in the recesses, drooping folds in the interior and fluid between the two capsules¿ and ¿echogenic lymph nodes from 0.6 to 1.7 cm in size in both axillary regions, suggestive of siliconomas¿.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be underweight, black particles in the shell, a missing shell (0-25%) and a broken shell. A visual and microscopic analysis was performed which identified a sharp broken on the posterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is a sharp pattern on posterior of the broken device assessed as an unidentified (tear) opening, and a missing shell assessed as inconclusive. Additional/changed and/or corrected data : b.5; b.6; d.9; g.2; h.3; h.6.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. On the right side. The device has been explanted.